Event description:
During a generator load test a ventilator malfunctioned. - the following occurred: display key flashed, then went to no ventilator. The pt was disconnected & manually ventilated until a backup was obtained. The ventilator could not be used. Pt was also on a pulse oximeter at the time.